Event description:
Per the pt's mom, the new pumps they received are making strange noises during the veletri infusion. The medication is delivered fine per the mom except there is the strange distracting noise. Pump sn (B)(4) makes nose like a loose coin in a washing machine. Pump sn (B)(4) makes noise like a pebble falling down. No missed veletri doses; no harm to the pt. The pt is currently using the old pumps that were being replaced for maintenance. New pumps are being shipped out for delivery tomorrow. Dose or amount: 74ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.